Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during the basal rates. The customer then stated that she was hospitalized twice for diabetic ketoacidosis. The customer reported blood glucose levels of 600 and 500 mg/dl for the events. The customer also stated that she was vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.